Event description:
Pt presented to unit to have his cadd cassette changed. When observing the site, it was noted dry white powder was present and when the dressing was taken down, PICC line was not present. All external tubing still attached.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.